Event description:
The picu routinely uses medication filled syringes and minibore IV tubing to administer continuous infusions of medications via a syringe pump. The tip of the syringe breaks off and lodges into the tubing during routine changes of the syringe. We are aware of this happening in several instances (at least 5 that we are aware of). In each case, the tip was retrieved and no patient was harmed.

Event description:
The picu routinely uses medication filled syringes and minibore IV tubing to administer continuous infusions of medications via a syringe pump. The tip of the syringe breaks off and lodges into the tubing during routine changes of the syringe. We are aware of this happening in several instances (at least 5 that we are aware of). In each case, the tip was retrieved and no patient was harmed.